Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit after the battery was left out of the insulin pump for too long. The blood glucose reading was 119 mg/dl. The alarm was cleared and the insulin pump alarmed for a failed battery test. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. After cleaning the battery cap and inserting a new battery, the alarm recurred. The customer declined a replacement insulin pump and wanted to try a new battery and was advised to call back if the issue persisted. The insulin pump was not replaced or returned.